Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/81 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: from in-clinic to fully remote follow-up model for pacemaker patients: a four-year experience. International journal of cardiology. 2018 (258 ) 151¿153. Doi.org/10.1016/j.ijcard.2018.01.122 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a review of the guidelines for remote monitoring for patient's with an implantable pulse generator (ipg). It was reported that there was a total of 436 of 2233 patients who came in for ambulatory visits guided by remote alerts from the remote monitoring system. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/manufacturer. Issues included: transmission problems, pacing threshold increases, sensing issues, and pacing impedances out of range. Subsequent reprogramming ensued. The remote monitors and devices remain in use. No patient complications have been reported as a result of this event.